Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the stabilizer was missing from the acrobat suv box. A replacement unit was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There was a non conformance issue with this production lot. Items marked "ni" are unk to us at this time. (B)(4).